Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 had a dent in the metal railing at the back, which was preventing the drawer from closing properly. The field service engineer (fse) worked with the customer to check for a spare drawer, initially suspecting that the rails were broken. Upon further inspection at the station, it was found that the rear security metal bracket was bent upward. The bracket lip was straightened and returned to its proper position. After the correction, the drawer opened and closed without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1.1 had a dent in the metal railing at the back of the drawer, preventing it from closing properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.